Event description:
It was reported that after device insertion, a transparent fragment was noted in the bladder. A similar fragment had been noted previously, and it was recognized as a possible silicone packing fragment introduced during endoscope insertion into the delivery device as it was removed from the patient's body. The same issue has occurred twice in the past; however, no issues were noted on the patient. The fragment was then removed, and the operation proceeded as scheduled. The procedure was completed with the original device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported allegations could not be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of "foreign material present in device" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code "cause not established" has been assigned as the most probable cause for the complaint.

Event description:
It was reported that after device insertion, a transparent fragment was noted in the bladder. A similar fragment had been noted previously, and it was recognized as a possible silicone packing fragment introduced during endoscope insertion into the delivery device as it was removed from the patient's body. The same issue has occurred twice in the past; however, no issues were noted on the patient. The fragment was then removed, and the operation proceeded as scheduled. The procedure was completed with the original device. There were no patient complications.